Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome due to pneumonia with advanced heart failure, septic shock, and left frontal and right occipital infarcts could not be conclusively determined through this evaluation. Additionally, the evaluation of the submitted log file identified minor elevations in power and estimated flow; however, a specific cause for these findings could not be conclusively determined. A direct correlation with heartmate ii lvas could not be conclusively established. The account reported that the patient was admitted on (B)(6) 2020 for a left subtrochanteric fracture and underwent uncomplicated intramedullary nailing on (B)(6) 2020. The patient was recovering well until he experienced asthma exacerbation followed by aspirated pneumonia. A brain CT on (B)(6) 2020 revealed left frontal and right occipital infarcts. The patient¿s condition was further complicated by septic shock with worsening ventilatory requirements and progressively escalating antibiotics. The family initially decided to terminally extubate the patient on (B)(6) 2020 in view of a grim progression; however, the palliative care team suggested to stop the lvad instead of decannulating the endotracheal tube, which would result in fewer symptoms for the patient. This was agreeable by the primary team and the patient¿s family, and the lvad was turned off on (B)(6)2020 at 7:55 pm. The clinical death was pronounced at 8:30 pm. It was reported that the cause of expiration was pneumonia with advanced heart failure. The submitted log file captured minor elevations in power and estimated flow from (B)(6) 2020 through (B)(6) 2020, reaching values up to 8.8 w and 12.0 lpm, respectively. These elevations appeared to mostly correspond with pi events. Additionally, several low flow hazard events were observed starting on (B)(6) 2020 at 07:41:42 pm, associated with the estimated flow intermittently decreasing below the low flow threshold of 2.5 lpm. A pump stop was then observed at 07:50:45 pm associated with the motor stop command being received on the system controller. Both system controller power cables were disconnected at 07:51:46 pm resulting in a no external power event, and the driveline was disconnected at 07:51:52 pm resulting in pump stoppage. The controller was promptly powered down following these events. These final events of the log file appear consistent with the report of the patient¿s worsening condition and lvad support being discontinued on (B)(6) 2020. Despite these findings, the pump appeared to have functioned as intended above the low speed limit prior to the discontinuation of support. It was not specified whether the outcome was device or therapy related. It was noted that the heartmate ii lvas would not be explanted or returned. There is no product available for investigation. The hmii lvas IFU lists infection, sepsis, and stroke as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 for lest subtrochanteric fracture and underwent uncomplicated intramedullary nailing on (B)(6) 2020. The patient was recovering well until they had asthma exacerbation and subsequently aspirated pneumonia. A computerized tomography showed on (B)(6) 2020 left frontal and right occipital infarcts. The patient's condition was further worsened by septic shock with worsening ventilatory requirements and progressively escalating antibiotics. On (B)(6) 2020 the family decided for terminal extubation. It was suggested by palliative care team to stop lvad which would be less symptoms for the patient compared to decannulating ett. The family decided to turn off the lvad and the patient expired. Cause of death was pneumonia with advanced heart failure. No further information was provided.